Manufacturer narrative:
The model number and lot number information was not available when requested, and the wire was discarded. The results of the investigation are inconclusive since the reported device was discarded and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The report of the event included information which indicated the oad came into contact with the tip of the viperwire. This is likely to be the cause of the fracture of the wire. The diamondback 360 coronary orbital atherectomy system instructions for use states, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. This report is related to MDR 3004742232-2019-00188; this wire was used in the same procedure. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) came into contact with the tip of the viperwire during treatment of a heavily calcified lesion in the middle segment of the circumflex artery. The oad tip and spring tip were left in vivo and a stent was placed over them. The patient was well following the procedure.